Event description:
According to the initial information received, a 24mm amplatzer septal occluder (aso) was implanted (B)(6) 2012 in a 19x27mm defect. However, the aso embolized into the left atrium. The aso was percutaneously retrieved with a snare and a 30mm aso was implanted.

Event description:
According to the initial information received, a 24 mm amplatzer septal occluder (aso) was implanted (B)(6) 2012, in a 19x27 mm defect. However, the aso was found to be undersized. Without being released from the cable, the aso was retracted and a 30 mm aso was implanted.

Manufacturer narrative:
Imaging request: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Device analysis: the amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.

Manufacturer narrative:
We received new information that an embolization never occurred and the 24 mm aso was never released from the delivery cable. This information was updated.